Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 500 mg/dl while wearing the pod for longer than 48 hours. Symptoms reported include hyperglycemia, vomiting and confusion. In addition, the patient reports being incoherent and confused. The patient was taken by ambulance the the hospital. The patient reports the paramedics had removed the pod being worn on the way to the hospital. Once at the hospital the patient was placed in the intensive care unit. The patient was treated with intravenous fluids and insulin. The patient was discharged from the hospital after 4 days. The patients pod will not be returned as it has been discarded.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown omnipod software app version: 3.1.1 smartphone operating system: n5004l-am-q-mv01602-06-01.06 smartphone hardware: n5004l cgm sensor type: g7